Manufacturer narrative:
(B)(4). Reported event was considered confirmed as visual evaluation showed a defect on the articulation surface. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source - foreign: this event occurred in (B)(6). Customer has indicated product is in the process of being returned. The investigation is in process. Once the investigation is completed, a follow-up report will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that product was opened during an initial procedure and the product was missing a small piece. As a result of the event, there was a delay in the procedure over an hour. No additional patient consequences were reported.